Event description:
An email received via the corporate mailbox on (B)(6) 2010 which stated that a home patient (hp) reported product code, 5c4456, does not fit correctly on the patient line, that it "actually falls off".

Manufacturer narrative:
(B)(4). Sample availability is unknown. If a sample becomes available a follow up MDR will be submitted.